Event description:
Additional information was received on (B)(6) 2014 when the physician reported that the patient¿s cause of death was sudden unexplained death in epilepsy (sudep). The physician indicated that there was no relationship between the cause of death and the vns system. The patient was noted to have complex partial seizures, 2-3 per month. The physician also provided the hospital notes from the date of death; the patient presented to the hospital in cardiac and/or respiratory arrest. The monitor strip showed asystole and the patient passed away.

Event description:
The patient's neurologist reported that the patient died from cardiac arrest and not from a seizure. The neurologist reported that he will try to obtain additional information from the hospital records. No additional relevant information has been received to date.

Event description:
It was reported that the vns patient passed away on (B)(6) 2013. No autopsy was performed and the cause of death is unknown. Attempts for additional relevant information have been unsuccessful to date.